Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, it the meter does not pass inspection, lifescan will inform FDA of the result in a supplemental report.

Event description:
The pt had called alleging low readings on the lfs meter. Meter had been set to the incorrect unit of measurement without the pt's knowledge. He compared his meter to the md's meter, which is an invalid comparison. Lfs meter read 15.1 mmol/l and md's meter read 475 mg/dl. Pt did not receive any treatment at the md's office. Meter code did not match the test strip code and the test strips were in good condition and not expired. This case is being reported as a malfunction since the changing of the unit off measurement appears to be a 'spontaneous occurrence' and is not caused by changing the battery; or the pt accidently changing the settings.